Event description:
It was reported that the system displayed low ma errors and intermittently, the fluoro function would freeze. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Attempted to perform filament calibration and system failed. Restrapped transformer for 122 vac and calibration was successful. The system was tested and found to be working as intended and placed back into service.